Manufacturer narrative:
The device has been explanted and should be returned to the MFR for evaluation. When available, a device failure analysis will be submitted as a follow up report.

Event description:
It was reported that sound suddenly became very painful for the pt. She was not able to use her opus2 speech processor at all. She is used to having loud maps with cu going up to 55, with normally an excellent result. A map with just 2 cu was tried but even that was painful. The speech processor test device showed no red light for this weak (but painful) map. Just changing mode was extremely painful for her, whereas before there was no problem to even go live with any of the maps. Different speech processors and fitting stations were tried. There have been a number of channels with increased impedance over a period of time. Re-implantation was recommended but the decision was left to the clinic.